Event description:
It was observed that during the device evaluation, the light source exhibited damaged in the scope socket, the scope was not recognized, the front panel was flickering and locking mechanism did not work. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope socket was damaged, the scope was not recognized, the front panel was flickering and locking mechanism did not work should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.